Event description:
Hospital advised that a 250cc bag of morphine was hung at 12:45 and the infusion was set at a rate of 5cc/hr. At 20:15 hours, the nurse heard an air-in-line alarm, and at that time discovered that the bag was empty. There was no patient consequence.